Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male patient in cardiac arrest, the device displayed a "low battery" message and failed to allow discharge. The attending medic changed the battery in the device, attempted to defibrillate the patient again and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.